Manufacturer narrative:
The reported event of loss of capture was not confirmed. A complete lead was returned in one piece for analysis. Visual, x-ray, and electrical analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2021-40456. It was reported that the patient presented in device clinic. It was discovered that they had experienced bradycardia for some time and that their right atrial (ra) and right ventricular (rv) leads exhibited loss of capture. Therefore, the physician elected to explant and replace the ra lead and cap and replace the rv lead on (B)(6) 2021. The patient was recovering after the procedure.